Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other (hysterectomy)/ migration / migration of essure uterus; pain'), embedded device ('essure is embedded in the uterus and is causing her pain embedded within the myometrium on the right side of the uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury / depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and anxiety ("anxiety and mental anguish"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), 2 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and ysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, depression, vaginal haemorrhage, fatigue and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2008 was given. (B)(6) 2011 she received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital bleeding, perforation, vaginal infection vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfujly occluded/ unilateral occlusion (left tube occluded); failure to occlude fallopian tubes. Impression: 1. Right essure device is malpositioned and appears to be behind the fallopian tube in the pelvis, and the right fallopian tube is patent. 2. Left essure devise is well positioned, and the left fallopian tube is obstructed. Essure micro-insert embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other (hysterectomy)/ migration / migration of essure uterus; pain'), embedded device ('essure is embedded in the uterus and is causing her pain embedded within the myometrium on the right side of the uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury / depression"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and anxiety ("anxiety and mental anguish"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), 2 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and ysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, depression, vaginal haemorrhage, fatigue and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2008 was given. (B)(6) 2011. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital bleeding, perforation, vaginal infection vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfujly occluded/ unilateral occlusion (left tube occluded); failure to occlude fallopian tubes. Impression: 1. Right essure device is malpositioned and appears to be behind the fallopian tube in the pelvis, and the right fallopian tube is patent. 2. Left essure devise is well positioned, and the left fallopian tube is obstructed.. Essure micro-insert embedded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other (hysterectomy)/ migration / migration of essure uterus; pain'), embedded device ('essure is embedded in the uterus and is causing her pain embedded within the myometrium on the right side of the uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In november 2011, the patient experienced pelvic pain ("physical pain/ chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury / depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and anxiety ("anxiety and mental anguish"). In november 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), 6 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, depression, vaginal haemorrhage, fatigue and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2008 was given. (B)(6) 2011 she received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital bleeding, perforation, vaginal infection vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfujly occluded/ unilateral occlusion (left tube occluded); failure to occlude fallopian tubes. Impression: 1. Right essure device is malpositioned and appears to be behind the fallopian tube in the pelvis, and the right fallopian tube is patent. 2. Left essure devise is well positioned, and the left fallopian tube is obstructed. Essure micro-insert embedded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received: new events (vaginal bleeding, menorrhagia, essure micro-insert embedded, partial expulsion, fatigue, anxiety and mental anguish), event psych injury updated to depression and new reporters updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other (hysterectomy)/ migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2008 was given. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital bleeding, perforation, vaginal infection vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident. New events abdominal pain, dysmenorrhea, dyspareunia, perforation, vaginal infection vaginal discharge, gen abnorm bleed, psych injury were added. Updated outcome of events pelvic pain, events abdominal pain, dysmenorrhea, dyspareunia, genital bleeding, vaginal infection vaginal discharge to recovered/resolved. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.